Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient in a clinical study (sdy) who was implanted with a neurostimulator (ins) for urinary dysfunction. It was reported that the patient came to the hcp clinic for a follow-up. When the device was interrogated the hcp found high impedance. The device was explanted and replaced and the event was noted to be resolved without sequelae as of (B)(6) 2020. A cause for the event was not reported. No further complications were reported or anticipated.